Event description:
On (B)(6) 2012 at the (B)(6) it was reported that a white particle looking like paper was found in the de-airing luer port of the arterial filter quart bo-hbf-140 j when the cap of the luer was removed before assembly. There was no patient involvement.(B)(4)

Manufacturer narrative:
(B)(4).per the complaint closure letter dated may 14, 2012 wherein the investigation results are described, the white particulate matter was confirmed to be paper. The root cause was not able to be determined but the assembly operators were re-trained in visual inspection criteria. (B)(4)